Event description:
Reporter states that in 2014 she was diagnosed with gastroparesis. Due to the damaged nerves in her stomach she was implanted with the ges system in (B)(6) 2015 and the device was "set to high." 1 year later on (B)(6) 2016 she had a checkup and was told that the device battery was dead. The battery was replaced on (B)(6) 2016. Less than 1 year later in (B)(6) 2017, she had another checkup and was told that her battery is down to (B)(4) and she needs to undergo another procedure to replace the battery. She believes that the battery life is unacceptable. When compared to her vns device the battery life is around 4 years. When the ges is working she has had no issues. She also states that she knows other patients with the same issue.